Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the event was ¿not a report of adverse event.¿ no further information was reported; there remained no complications reported or anticipated.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that a power on reset (por) error code of 0x2608 was observed when the physician programmer was used to interrogate the implantable neurostimulator (ins). It was noted the ins had been in overdischarge prior to the code being observed. No further event information was reported; no complications were reported or anticipated.